Event description:
It was reported that the customer experienced a blood glucose (bg) level of 55mg/dl. Reportedly, customer disconnected tubing at luer lock rather than site. The customer went to the emergency room and was subsequently hospitalized. The customer declined further troubleshooting with tandem technical support and declined to provide additional information.

Manufacturer narrative:
Per tandem's user guide: "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg)." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.